Manufacturer narrative:
Concomitant medical products: product ID 977a260,serial# (B)(6), implanted: (B)(6) 2019,explanted: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep and it was reported that the patient has been getting little relief to this point of his implant. Per the patient he is needing to charge at least 2 times per day and getting the cannot deliver the desired settings. Impedance test showed impedances from 2500-4000. The healthcare provider (hcp) was unsure of where the problem was, but felt the best course of action would be to replace the battery and pull down the leads to see if the impedance problem would improve. The leads were placed higher than the trial, so lower leads may improve the patient¿s pain relief as well. Battery was replaced and leads were revised. Impedance testing showed 1800-3100. This was noticeably improved. Patient was programmed with a 90/1000 bipole over the t8-9 space as was done during the trial. The issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep responded back from follow up sent. Rep reported patient's weight was unknown at the time of the oor message and high impedance. Cause was unknown. Oor and high impedance has not been resolved. Revision surgery is planned but not yet scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated the trial caused them to be pain free, but the stimulator did not. X-rays were taken that confirmed it was where it should be on two different occasions. Reprogramming was done to try to relieve pain. The patient thought there was a battery problem or the connection was pulling apart just a little causing it to not work properly so they were going to have the battery changed to correct the issue on (B)(6) 2020.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) (B)(6), found that the stimulator was functionally ok with insignificant anomalies. H6: the conclusion code d14 no longer applies. The results code c20 no longer applies. The method code b20 no longer applies. Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted:(B)(6) 2019, explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) is currently with patient who is getting an out of regulation (oor); settings not available on controller. The patient was programmed to differential target multiplexed (dtm) spinal cord stimulation on (B)(6) 2020. The patient has been seeing oor since then and then indicated prior too as well, but unknown when it started. The impedances observed were all over 2,000 ohms. Unknown how long the patient has had elevated impedances. Sometimes patient feels a pitching sensation in pocket area when palpated. When stimulation was turned off the sensation lessened. A possible fluid short/loose lead connection that may be the issue. Due to patient being on high dose (hd) and then dtm he never feels stimulation to know when sensation lessens, or if any changes in stimulation sensation. The caller also noted a recharging frequency issue, but when reviewing the recharging appears normal for dtm with normal recharge times and frequency. This information allowed us to suspect the impedance issue is intermittent, or reason to think of possible loose connections.